Manufacturer narrative:
The follow-up MDR submitted on 10/07/2015 had an incorrect conclusion statement indicating that the patient passed away. The patient involved with this complaint experienced post-operative complications but did not pass away. The correct conclusion statement should read as: based on the corrected data provided, this complaint will remain reportable due to the following conclusion: after completion of a da vinci sigmoid colectomy procedure, a compromised anastomosis was identified on post-operative day 9 and surgical repair of the leak was performed the following day. However, at this time, the cause of the post-operative complication is still unknown.

Manufacturer narrative:
Based the additional and corrected data provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci surgical procedure, the patient developed post-operative complications and subsequently passed away. However, at this time, the cause of the patient's operative complications and demise is still unknown.

Event description:
It was reported that after completion of a da vinci sigmoid colectomy procedure, the patient presented to the ER on post-operative day 9 with an anastomotic leak. The patient underwent surgery to repair the leak on post-operative day 10. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure. According to the csr, the surgeon did not report having any issues with the endowrist stapler 45 instrument or the six endowrist stapler 45 reloads, green, that were used during the surgical procedure. No other stapler instruments were used during the case. The csr indicated that the surgeon also performed suturing at the anastomotic site using the da vinci surgical system. The patient did not experience any intra-operative complications. Prior to completion of the surgical procedure, the surgeon performed a leak test that was negative. On (B)(6) 2015, the patient presented to the ER with an anastomotic leak. The following day, the patient underwent a surgical procedure to repair the leak. The csr did not know the patient's current status. The csr indicated that the endowrist stapler 45 reloads were discarded. According to the csr, the surgeon could not provide a specific cause in regards to the anastomotic leak since he had used staples and performed suturing at the anastomosis.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. The endowrist stapler 45 reloads, green, were discarded by the site and are not available for evaluation. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no system errors related to the endowrist stapler 45 instrument were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: after completion of a da vinci sigmoid colectomy procedure, a compromised anastomosis was identified on post-operative day 9 and surgical repair of the leak was performed the following day. However, at this time, the cause of the post-operative complication is unknown.